Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 37 and 48 hours. Symptoms reported include dizziness, stomach pain and fatigue. When removed from the insertion site (back), the pod's cannula was found to be dislodged and bent. The patient was treated with a manual insulin injection and insulin utilizing intravenous therapy. The patient was discharged after two days. The pod was discarded.